Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on august 7, 1996. The pt returned approx two weeks post procedure with pain and a bladder infection and was treated. The pt presented with multiple bladder infections at each follow up for the following ten to twelve months and was treated and remained incontinent. An x-ray on november 25, 1997 revealed the right anchor had completely dislodged and the left anchor had partially dislodged from the bone. Both anchors remain in the pt. On may 15, 1998, the pt underwent contigen injection procedure with secondary physician to correct urinary incontinence. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's follow up revealed this bladder neck suspension procedure was performed secondary to a previous bladder neck suspension procedure performed by the same physician. Co's directions for use outline as potential complication: "infection is a potential complication of any surgical procedure... Loss of fixation or pullout of bone anchors. Test bone anchors for adequate fixation after placement by applying tension to the suture. Do not use excessive tension."